Event description:
It was reported that the customer experienced low blood glucose (bg) of 42mg/dl. Reportedly, customer suspected that the pump settings were incorrect. Bg was treated with carbohydrates. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.